Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) allegedly received inappropriate therapy. Data shows 9 episodes where the device delivered atp and 2 episodes where the device delivered both an atp and a shock. Technical services (ts) recommended further review of the episodes to determine if therapy was appropriate as there is no atrial lead implanted that could confirm if the rhythm is related to a ventricular arrhythmia or not. An electrophysiologist (ep) reviewed the episodes and based on the results, changes were made to the patients medical regime to avoid inappropriate therapy in the future. No adverse patient effects were reported. The device remains in service.